Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient was experiencing ¿some issues¿ with a granuloma at the site of the catheter and the pump may be replaced soon. The patient had an MRI within the last month, but the reporter did not know the specific date. The healthcare provider (hcp) did an extensive neurological test on (B)(6) 2014 and took notes. The patient had a follow-up appointment scheduled for either the week following this report or the next week. The reporter was not sure of the date. The hcp planned to do another MRI in a few weeks to a month¿s time. If no change was seen, the hcp may refer the patient to a neurosurgeon. The patient experienced increased symptoms of pain in the last couple of months, prior to a diagnosis with the MRI. The granuloma was slightly to the left of the spinal cord. The hcp felt this was why the patient¿s left leg had tremendous increased sciatica, as well as weakness in his left leg. The patient alerted his nurse to the increased pain during refills and the nurse alerted the hcp. The hcp then began to assess the patient more closely. In (B)(6) 2014, the patient¿s dose had been cut by 50% on 3 different visits. At this time, the device system was used to deliver hydromorphone, fentanyl citrate and ketamine. At the time of this report, the patient had a fentanyl patch and oral medications.